Event description:
Caller reported a malfunction on the pump, specifically malf 12, due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and as a result, the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.